Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a heart transplant. Additional information was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion a specific cause for the reported transplant could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number mlp-(B)(6) and the event(s) that prompted the transplant could not be conclusively established. It was reported that the patient underwent a transplant on (B)(6)2023. Multiple attempts were made to obtain additional information regarding the event as well as the pump's return status; however, no additional information was provided, and the pump has not been returned to date. If heartmate 3 lvas, serial number mlp-(B)(6) is returned at a later date, this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Although no device related issues were reported, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.